Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and manufacture dates are unknown. (B)(4). The device has been implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2019. Reportedly, the patient received two antibiotic injections prior to spaceoar implant. The patient underwent radiation therapy starting (B)(6) 2019 for five days. According to the complainant, the patient experienced foot swelling in (B)(6) 2019. On (B)(6) 2019 the patient had lip swelling and went to the emergency department (ed). The patient was diagnosed with cellulitis and was treated with keflex, antihistamines, prednisone and benadryl. On (B)(6) 2019, the patient visited an allergist due to rash, itching, and angioedema of face and lips. The allergist ordered a hereditary angioedema workup which was negative so the patient was started on allegra, prednisone, and antihistamines as of (B)(6) 2019, the patients condition had improved. The patient will continue on antihistamines for one month.